Event description:
It was reported that after removing the iab from the tray, the balloon seemed to be slightly loosened. During passage through the introducer sheath, resistance was met and the iab could not be fully advance. As a result of this, the iab and introducer sheath were removed as a unit. There were no pt complications.

Event description:
It was reported that after removing the iab from the tray, the balloon seemed to be slightly loosened. During passage through the introducer sheath, resistance was met and the iab could not be fully advanced. As a result of this, the iab and introducer sheath were removed as a unit. Ther were no patient complications.